Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient presented with pain in their right knee approximately thirteen years after primary total knee replacement. Primary knee replacement took place on the 30th (B)(6)2009. Surgeon referred patient for an x-ray. X-ray indicated that the femoral tibial gap was asymmetric, smaller gap medially compared to lateral side. Surgeon determined that this could be a result of wear to the medial portion of the polyethylene insert and the pain a result of synovitis as a result of the polyethylene debris. Surgeons determination seemed correct as substantial synovitis and medial damaged to the polyethylene insert. Synovectomy performed to remove all the synovitis and a replacement polyethylene insert implanted. Doi: (B)(6) 2009. Dor: (B)(6) 2022. Right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. All available photo evidence were reviewed. Based on the information provided, can be confirmed the reported event due to the complaint device shows wear/deterioration. No other issues were identified. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.